Event description:
It was reported that an external ventricular drain (evd) catheter was threaded into the cranial hole at a length of about 7 cm. The evd was passed with good cerebrospinal fluid (csf) return. During tunneling, the catheter was held firmly at the outer tale with toothless pick ups for counter traction while the other end was pulled through the exit site. The catheter broke at the outer table. Attempts were made to retrieve the catheter without success. The end piece of the catheter remains in the patient. Another trauma catheter had to be added to the patient to permit drainage to the evd. The insertion of this catheter went fine. The piece that remains in the patient has to be surgically removed. As of (B)(4) 2013, the surgery has not been scheduled yet. Additional information has been requested. To date, no new information has been provided.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. A piece of the catheter still remains in the patient. An investigation has been initiated based upon the reported information.